Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii devices failed to load properly as the seals remained inside of the loading devices. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question. Refer to MFR report # 2242352-2013-00909 for related report.